Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The customer reported that the event occurred more than one month prior to the date of call, therefore, no information was captured. The model # was not provided.

Event description:
The customer from (B)(6) reported that more than a month ago, his blood glucose readings on the contour next link 2.4 meter were 10 mmol/l higher compared to that obtained on a different meter. No specific readings were provided. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. The test strips information provided by the customer were different from the one involved in the event occurrence, therefore, this report will be submitted under the meter information.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the in-house contour next link 2.4 meter was tested with the in-house contour next test strips, which gave a satisfactory performance.